Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse observed error code #53 and error code #115 logged in the iabp log files, but was unable to duplicate the customer's reported issue. As a precautionary measure and according to the service manual, the executive processor board then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an error code "internal communication failure" and the ECG/intra-aortic balloon (iab) tracings and numbers were not displayed. The end user was able to manually restart the iabp unit to continue therapy. There was no patient harm and no adverse event was reported.